Event description:
It was reported that during a follow up high of out range pace impedance measurements and high pacing thresholds were seen when it comes to this lead. The lead was thus explanted. A possible fracture of the lead was suspected. The lead was returned for analysis no additional adverse patient effects were reported.

Manufacturer narrative:
The patient code 3191 is being used to capture the additional intervention required. The returned ingevity MRI was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The alleged high thresholds, high impedance, and fracture allegations were confirmed based on the visual observation of a fractured outer coil, consistent with clavicle/first rib crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up high of out range pace impedance measurements and high pacing thresholds were seen when it comes to this lead. The lead was thus explanted and will be returned. A possible fracture of the lead was suspected. No additional adverse patient effects were reported.